Event description:
A caller reported experiencing a cgm error 42. The error had no adverse impact on the patient's blood glucose level, as readings were present on the pump. The caller reset the pump before contacting support, and the error was no longer present. Technical support advised the patient to refrain from resetting the pump independently in the future, so they can help diagnose the problem. No further action was required, and the patient was informed to call back if the issue persisted.